Event description:
It was reported that during a coronary artery stenting procedure, stent damage was discovered. The lesion being treated was located in the right coronary artery (rca). The lesion was 99% stenosed with severe tortuousity and calcification. There was difficulty crossing the lesion. The device was removed outside the body and it is commented that during withdrawal, physician felt slight resistance something like the device came in contact with the calcified part and when examined, it was noticed that the stent got flared. The physician completed the procedure with another of the same device. The pt condition was stated as "good".